Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that program 1 stopped working for her in the past 3-4 days and lost therapeutic effect. The patient reported that she tried to increase but that was not effective. The patient also reported that she had a bladder infection the week prior to the report and just completed oral antibiotics.